Event description:
It was reported that during a carotid stenting treatment procedure, a balloon rupture occured. The lesion being treated was an 85-90% stenotic, non-calcified lesion in a non-tortuous vessel. The physician deployed a stent in the left internal/common carotid artery. This balloon was used for post-dilation of the stent, and on the first inflation, the balloon ruptured at 10 atms. The procedure was completed with another of the same device. After the procedure, the patient experienced complications and was not able to raise his right arm. The patient was sent to the intensive care unit for monitoring and required a prolonged hospital stay. The patient's current status is reported as "stable." It was further reported that "the patient can raise arm normally and feels fine after 2 days in cardiac care unit."

Manufacturer narrative:
.